Manufacturer narrative:
The product was returned and evaluated. Nine sealed pouches were microscopically examined prior to opening through the clear pouch, and each individual component was microscopically examined on all surfaces for particles. No particles were found. The reported complaint cannot be confirmed. The root cause was determined as no known device problem. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is required. This investigation is complete.

Manufacturer narrative:
The manufacturing and sterilization records were reviewed and found to be acceptable. The investigation is ongoing.

Event description:
The user facility in the (B)(6) reported three cases where ''bits of plastic casing'' from the phaco tips entered the patients' eyes. All particles have been removed. No patient impact reported.